Event description:
It was reported that the patient's right atrial (ra) lead and the right ventricular (rv) lead had failed to sense and failed to capture. Fluoroscopy performed confirmed that both leads have dislodged. The ra and the rv leads were explanted and replaced. The patient was stable throughout.